Event description:
Male child, obese with scoliosis with magnetic growth rod in place. Recent x-ray showed that one of the two implants had disengaged. At revision surgery, it was found that the pedicle screw-bone fixation was strong. However, the tulip head of the nuvasive short stature system 5mm had disengaged from the pedicle screw.